Event description:
The technician alleged trendelenburg was not engaging. He replaced the trend linkage resolve.

Manufacturer narrative:
Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effect will continue until we are current.